Event description:
During the index procedure one symplicity spyral catheter, one sherpa guide catheter and a medtronic guide wire were used. On the same day, patient suffered from dissection c and large dissection in the r1aa branch. The patient outcome is unknown. No malfunction was reported for the sherpa guide catheter and the medtronic guide wire used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.